Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the tubing of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during an unspecified fill cycle while the patient was connected. The patient stated they saw air in all the lines including the patient line. The renal therapy service agent (rtsa) discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.